Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with an implantable neurostimulator (ins) for use for urinary dysfunction. It was reported that office asked if rep would call patient(pt) because they assumed they needed reprogramming. Pt stated that they were experiencing a pressure feeling in their abdomen. Pt was implanted for urge incontinence but felt like they couldn¿t pee. Rep asked them to turn stim off and contact physician. Pt stated their turned stim down and it did not resolve the issue. Rep asked that they turn stim off and call physician. Rep also contacted the office to make them aware it does not appear to be a reprogramming issue. It is unknown if issue was resolved at this time.